Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID: 3093-28 lot# v010318, implanted: 2006 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy but was working with her doctor or medtronic representative. The patient had an appointment on (B)(6) 2013. It was reported that the patient's battery died after "six plus" years and it was going to be replaced.

Event description:
About a week prior to the date of this report, it was stated that either ¿the battery was worn out or something was going on, it wasn¿t working like it was¿. The reporter indicated that the patient experienced a loss of therapeutic effect. The patient had reportedly been ¿having problems, the same problems she had before implant¿. The return of symptoms was indicated to have been happening for ¿about the last few months¿. There had however not been any patient falls or trauma. At the time of the report, the ¿poor communication screen¿ was displayed when an attempt was made to synch with the implantable neurostimulator. As of the date of this report, it was reported the patient went to the hospital and was then told that they had a ¿massive¿ urinary tract infection. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was noted that the patient's "hand meter was not able to read" the device. It was noted that the patient's device had shut off previously.